Manufacturer narrative:
The product remained implanted, therefore a product analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged when the first paddle was released. A snare was used to hold the valve in place while advancing the second transcatheter bioprosthetic valve. The second valve was implanted without incident and no adverse patient effects were reported.